Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20181. Related manufacturer reference number: 2017865-2021-20182. It was reported that the patient presented to the hospital for a follow-up due to infection at the end of (B)(6) 2021. After examination of the pacemaker and leads, it was noted that the infection may have been caused due to right atrial (ra) and right ventricular (rv) leads. The physician decided to explant the whole system as the patient had septic infection and was not responding to antibiotics. The ra lead, rv lead and the pacemaker was explanted on (B)(6) 2021. The patient was in stable condition during and post procedure.